Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient was implanted with gore® excluder® aaa endoprostheses during an endovascular procedure to treat a ruptured abdominal aortic aneurysm measuring 54 mm in diameter. On (B)(6) 2014, follow-up computed tomography angiography (cta) imaging identified an aneurysm diameter measuring 46 mm. On (B)(6) 2018, follow-up ultrasound examination revealed an aneurysm diameter of 48 mm. On (B)(6) 2019, the patient¿s left lower pole renal artery as well as the inferior mesenteric artery were embolized due to a type ii endoleak. Follow-up cta imaging on (B)(6) 2019, confirmed an aneurysm diameter with 50 mm.

Manufacturer narrative:
H6: type of investigation: added codes 4111, 4117; h6: component code: added code 4755; h6: investigation conclusions: added code 22 h6, health effect, impact code: replaced code 4645 with code 4625.